Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, pericardial effusion increased after removal of temporary pacing, and right ventricular damage was suspected. According to the physician, neither the delivery catheter system (dcs) nor the valve contributed to the ventricular damage. However, the cause of the ventricular damage was not provided. Conservative follow-up observation was performed. The patient was discharged from the hospital with remission after 12 days post-transcatheter aortic valve replacement (tavr). No additional adverse patient effects were reported.

Event description:
Additional information was received that no treatment was provided for the ventricular damage.

Manufacturer narrative:
Updated data: b5 d4 continuation of d10: product ID d-evprop2329us; product lot/serial number (B)(6); product type: delivery catheter system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.